Event description:
It was reported that an asp aer was found to be set for a disinfection cycle of 3 minutes, rather than the 12 minutes required for thorough disinfection of devices. The facility first noticed the error following a service call in which the reservoir tank was replaced. One scope processed in the shortened cycle had been used on the pt. No pt effects have been reported.